Event description:
Caller reported damage to tandem charging cable, and charging supplies were no longer functional. There was no reported impact to the customer¿s blood glucose level. Technical support arranged for replacement of the damaged charging supplies to be sent via 2-day shipping.